Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was sticks on open or close. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 1-1 was reported to be sticking during opening and closing. A field service engineer attempted to adjust the drawer did not resolve the issue, so the drawer was replaced. The drawer was tested in both the diagnostics and application environments, and all functions passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was sticks on open or close. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex g grid. Correction: section d unique identifier (UDI). Part analysis: the report of the sticking drawer was confirmed by fse. According to wo (B)(4): the fse reported that the enhanced hh cubie drawer 1 1 sticks opening/closing. The fse tried to adjust drawer, still sticking, and replaced drawer. Tested good in diagnostics and application. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. During laboratory testing it was observed resistance to full extension on both drawers, additional testing observed the bearing retainers migrating. No further test was performed due to the problem having been found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported sticking drawer was identified and attributed to migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was sticks on open or close. The customer reported that this malfunction occurred during the dispensing of medication. As per part investigation, it was determined that drawer was sticking which attributed to migrating bearing retainers. There were no adverse events or injuries reported based on this event.